Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient's father reported, the infusion set on the infusion device was changed on (B)(6) 2013; patient's blood glucose level was okay. Father stated during the night patient's blood glucose level was elevated to 229-342 mg/dl, gave correction via infusion device without success, and then gave correction via pen. Patient's normal blood glucose range was not provided. Father reported, he checked the infusion set with a bolus and after a long time a very small drop of insulin flowed out of the infusion set. Father stated he thinks the infusion device displayed no e4 (occlusion) error message or it was too late. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion consumables: the complaint cannot be verified due to mishandling of the product by the customer. Pump: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result infusion set: the used returned infusion set was visually inspected and tested for flow and tightness. During the examination, an characteristic discoloration was found near by the luer and the connector (from kinking and stretching the tube). Under the microscope it was simply to recognize that the transfer set was leaky by effects of high forces. Pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The history shows e4 (occlusion) error message and was confirmed by the customer. The occlusion limits were tested successfully. History list: all programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. Consumables: the problem mentioned by the customer is related to mishandling of the product by the customer. Pump: the problem mentioned by the customer could not be reproduced.